Manufacturer narrative:
Not returned. Event conclusion: the pacemaker has not been returned for analysis. Numerous attempts were made to obtain additional information through contact with guidant's field staff and direct contact with the clinic. The clinic declined to provide any additional information related to this event. All attempts to discern the cause of death were unsuccessful. On june 23, 2006, guidant issued a physician letter describing various clinical behaviors associated with the failure of a low voltage capacitor that could compromise therapy delivery. This device is included in the population of affected devices. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory. If the product is returned or if additional information is received, the event will be reopened.

Event description:
Event description: guidant received information that the pt with this device passed away within a week of implant. This information came from the pt's family as follow-up to a device registration card and there was no specific allegation against the pacemaker's perfomance. The device was functioning properly at the implant procedure.